Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Manufacturer narrative:
The device is anticipated for return to edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this device was explanted after an implant duration of three (3) years, eight (8) months due to unknown reasons. This was replaced with a 25mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, inflow aspect, into the orifice, at the stent inflow, and at the stent outflow. Host tissue fused leaflets two (2) leaflets at their commissure and folded the free margin of a leaflet onto itself. Minimal to moderate calcification was observed on the free margin of a leaflet and calcification was confirmed via x-ray. Incidental findings: the wireform of the commissure was distorted with one commissural wireform being exposed on the outflow aspect. These damages are likely due to implant or explant. Additional information from the site was not received regarding the nature of this explant. However, through evaluation of the returned product, the reason for explant was likely due to host tissue/pannus formation as host tissue restricted mobility in the leaflets and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
New information has been obtained from the site, indicating the reason for explant was due to prosthetic valve endocarditis. The patient was discharged home post-operatively.